Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Found a small piece stuck - vagina [foreign body in reproductive tract]. Fabric seemed crumbly , found small piece - tampon [device breakage]. When I removed the tampon, it seemed to be falling apart [complication of device removal]. Fabric seemed crumbly [device physical property issue]. Case description: consumer reported via e-mail that tampon was falling apart and the fabric was crumbly. No serious injury reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Found a small piece stuck - vagina [foreign body in reproductive tract] fabric seemed crumbly , found small piece - tampon [device breakage] when I removed the tampon, it seemed to be falling apart [complication of device removal] fabric seemed crumbly [device physical property issue] case description: consumer reported via e-mail that tampon was falling apart and the fabric was crumbly. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation completed on (B)(6) 2022. An investigation is in progress for returned product received on april 1, 2022.

Event description:
Found a small piece stuck - vagina [foreign body in reproductive tract] . Fabric seemed crumbly , found small piece - tampon [device breakage] . When I removed the tampon, it seemed to be falling apart [complication of device removal] . Fabric seemed crumbly [device physical property issue] . Case narrative: consumer reported via e-mail that tampon was falling apart and the fabric was crumbly. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Found a small piece stuck - vagina [foreign body in reproductive tract] fabric seemed crumbly , found small piece - tampon [device breakage] when I removed the tampon, it seemed to be falling apart [complication of device removal] fabric seemed crumbly [device physical property issue] case narrative: consumer reported via e-mail that tampon was falling apart and the fabric was crumbly. No serious injury reported.